Manufacturer narrative:
An investigation is currently underway. All conclusive results will be forwarded. Additional lot #: 461841

Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a uvc catheter. The customer states that the uvc catheter did not show up under x-ray.